Event description:
It was reported to philips that the system displayed the message that the image disk space was low. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted, and the patient was moved to another room. A philips field service engineer (fse) visited the site and checked the system. The fse saw the messages: free space to low and delete examinations on the screen. The fse solved the issue by performing the data consistency test and re-create image disk procedure. After these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.